Manufacturer narrative:
The device was returned to zoll medical corporation. Review of the device log shows that the battery that was installed during the event date of (B)(6) 2020 was completely depleted 7 months prior to the event date. The user should have been aware that the device hasn't been powering on and was showing not ready for use beginning on (B)(6) 2020. Had the depleted battery been removed and replaced with a new battery, the device would have been able to power up. The device passed full functional testing using a known good test battery without duplicating the report. A red x condition on the device is both visual and audible until addressed. The investigation concluded that the device was not being stored in accordance with zoll recommendations to ensure the device is clinically ready. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the patient subsequently expired.